Event description:
The customer reported a loss of the live fluoroscopic image. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system was scheduled for the current fmi. The system was tested and found to be working as intended and put back into service.